Event description:
It was reported to medtronic neurosurgery that the pt was experiencing overdrainage symptoms with a valve that was implanted in 2005. When the physician tested the valve with a manometer, she found it to have no resistance, and so the valve was replaced.

Manufacturer narrative:
The valve was patent. It met requirements for the reflux test. It did not meet requirements for the leakage and preimplantation tests. It also did not meet all of the requirements for the pressure-flow tests. Numerous tears were observed on the top of the reservoir dome. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of MFR. Additional device/pt information: the exact date of implant is unk. Only the year is known,